Event description:
During a review of a pt's programming history, it was noted that during an appointment on (B) (6) 2007, the pt's settings were inadvertently changed from 0.75ma on normal mode and 1.0ma on magnet mode to 1.25ma on normal mode and 1.5ma on magnet mode. The pt's initials were also changed at that time. The issue occurred due to a partial programming session that was started before the pt arrived for her programming session. There was no final interrogation performed on the previous pt, which contributed to the event. There were no adverse issues reported at that time with the pt. The pt was continued with her titrations at that time and was not changed back to her last known settings.